Event description:
Pt had peritoneal dialysis catheter placed in 1997. Catheter fell out on 8/25/1998. Central dialysis catheter was placed 8/26/98 for interim management. New catheter placed on 9/18/98. Catheter was placed with two cuffs per standard procedures. Second surgery was required for this pt.